Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and intermittent complete heart block (chb) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medications at the time of index procedure. The subject received a loading dose of 81 mg of aspirin. A lotus introducer sheath was placed and then a 25 mm lotus edge valve was implanted successfully with repositioning of the lotus edge valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, the subject developed intermittent complete heart block with left bundle branch block. The lbbb was treated medically and no further action was taken for the chb. At the time of reporting, both the events were considered recovering.